Event description:
It was reported that during a right sided a-flutter procedure, after connecting the catheter, the signals on every channel went blank. The customer replaced the catheter but there was no change in signals. The issue was resolved by replacing the cable. The customer indicated that the cable in use had been reprocessed 3 times. No patient injury was reported. Upon further follow-up, it was confirmed that the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.since no lot number was provided, no device history record could be performed.(B)(4)

Manufacturer narrative:
(B)(4).